Manufacturer narrative:
B5: the lens was removed on (B)(6) 2023 and replaced with a shorter lens. The problem was resolved. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -07.00 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was reported as excessive vaulting and patient experienced elevated intraocular pressure (iop). The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).